Event description:
It was reported that about five months ago the patient started having occasional vivid dreams. On (B)(6), she hallucinated (a stone duck ornament was moving). On (B)(6), she was found outside the apartment at 7am hallucinating. On (B)(6) the patient was admitted to the hospital and was suffering medium psychosis. The pump had "morphine for several years"; "one year of an additional dose of marcaine". The pump was due for refill on (B)(6). Reporter consulted with the patient's specialist and the marcaine was removed. The patient was then on 3 x daily serenace [plus all previous meds] and a 12 week transitional geriatric reconditioning program.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: unk, explanted:unk, (B)(4).